Event description:
The event is reported as: the stapler jammed during brain surgery. Another stapler was used to continue the procedure. No pt injury reported.

Manufacturer narrative:
The device sample was not received at the time of the investigation report. Eval method: device history record review. Results: from the device history record review - no similar defect was reported during the mfg or packaging processes of this lot. The device was manufactured before the corrective action (CAPA). Conclusions: CAPA (B)(4) was assigned to perform a depth eval.